Event description:
It was reported to boston scientific corporation in 2009, that an endostat ii electrosurgical unit was used during a procedure performed three days prior. According to the complainant, during the procedure, the system started to beep, then powered down. There was no power output from the system when it was tested after the case. The procedure was completed with another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the complaint device failure analysis, if from that review further relevant information is identified, a supplemental medwatch will be filed.